Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties were encountered. The target lesion was located in the left common iliac artery. During deployment of a 8x61x120 epic' vascular stent, "something happened and the stent didn't go where the physician wanted it to go. The left common iliac the stent was used but it was due to the physician not being able to maneuvered the stent where he wanted it to go. There was no patient harm and the case was completed successfully with another stent in the correct lesion location."